Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-apr-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. The pump cover was opened and the led display was found to be cracked. A test display screen was installed and found to be functioning properly. The original complaint of a dim/fading/color spectrum display issue was unable to be investigated due to the blank display. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.